Manufacturer narrative:
Product ID 97755, serial# (B)(4), product type: recharger. Fdm code applies to the recharger., fdc code applies to the recharger. Fdc code applies to the implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-07-05 additional information was received from a consumer reporting that the patients weight at the time of the event was asked but not provided. The patient reported that the replacement recharge therapy manager (rtm) had resolved the issue, and that their pain has decreased. No additional patient symptoms, or additional device complications were reported for this event.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was unable to recharge their implantable neurostimulator (ins), the patient reported that their ins was at zero, and that their pain had returned. The patient believed that the recharging was not due to the external devices, thinking it was an ins issue. A replacement recharge therapy manager (rtm) was sent. No additional patient symptoms, and no additional device complications were reported for this event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
Concomitant medical products: product ID 97755, serial# (B)(4), product type: recharger. Fdc code applies to the recharger. Fdc code applies to the implantable neurostimulator. All fdr and fdm codes apply to the recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-06-12 additional information was received from a consumer via a manufacturer representative. It stated that the replacement recharge therapy manager (rtm) had been received and the patient reported that they were able to recharge normally. No additional patient symptoms, and no additional device complications were reported for this event.